Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 10feb2021.

Event description:
It was reported to philips that the device had a high rate after checking ipap and the CPAP. The device was in clinical use at the time of the event. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G4:10mar2021. B4:(B)(6) 2021. A quote was provided to the customer for a philips field service engineer (fse) onsite visit for evaluation. The quote for onsite service was not accepted and subsequently canceled. A review of service history found no parts ordered, onsite service was cancelled, and the case was closed. Multiple good faith efforts were made to obtain information regarding any relevant patient information, device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.